Manufacturer narrative:
(B)(6). Manufacturer date is unknown. A device investigation, review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Phaco tip broke in the patient¿s eye was reported. A brief description from the surgery center indicated that the phaco tip it broke in the eye chamber while irrigation/aspiration (I/a) was being performed after the implantation of the intraocular lens (iol). The surgeon replaced the tip and surgery was successfully completed. Patient outcome was good.

Manufacturer narrative:
H3: the irrigation/aspiration (I/a) tip was inspected under a microscope. The broken-off tip was not returned with the base, making a conclusive analysis difficult. No indication was found that the I/a tip was made improperly. The base was deformed and bulging. The bulge suggests compressive forces, indicating that the tip became weakened by bending. The wall thickness did not appear to be compromised on the inspected part, so bending the tip would have required significant force. The location of the deformation suggest that the break could have been caused by hitting the end of the tip against another object. It also could be caused by excessive force on the side of the tip or by a combination of these forces. This likely occurred before insertion in the eye, weakening the tip so that tip broke under the forces encountered inside the eye. This is the first complaint for this lot and the fifth complaint for this part number since distribution start date of (B)(6) 2018. Conclusion: the tip was broken off due to bending, which was most likely due to user handling. A review of records related to the device was reviewed and no anomalies were identified. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.